Manufacturer narrative:
No patient injury or medical intervention reported/ required. Facility's head nurse suspected errors in these weights. Prior to the next treatment in 2006, she decided to weight the pt. The scale was zeroed and the pt weighted two times. There was a three kg. Discrepancy between the two measures. A gambro technical services (gts) field rep inspected the machine. During the mass balance test the alarm #343 "flowmeter drift" occurred and he was unable to complete the test. He replaced the d1/d2 flowmeters. The machine returned to service with no additional reported fluid removal incidents.